Event description:
It was reported that the surgeon had an issue while using a pruitt f3 carotid shunt. At the end of the procedure, the balloon would not deflate, so they had to manually pop the balloon to remove the device. There was no injury reported.

Manufacturer narrative:
The product was returned for evaluation. As reported, the white internal carotid balloon could not be tested as the user had punctured the balloon during use to deflate the balloon. When we inflated the blue common carotid balloon with air, the balloon inflated and deflated properly. However, when we attempted to inflate the common carotid balloon with saline, we experienced strong resistance when we attempted to inflate the balloon. When we attempted to deflate balloon, the balloon did not deflate until the fluid was removed using the attached syringe. No visible damage or abnormalities were observed that would result in the difficulty to inflate/deflate the balloon. The balloon was removed from the shunt and the skive holes were inspected. The distal skive holes were observed to be incomplete resulting in limited flow through the holes. The failure occurred because of an alignment issue when inserting the shunt into the fixture while making the skive holes. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. During manufacturing, 100% in-process inspection is performed for this product to ensure the balloons inflate and deflate properly. Further, we have not received any other complaints of a similar nature for devices from this lot.